Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24442. The patient was implanted with two scs leads from the same lot number. It was reported the patient underwent surgical intervention and her scs leads were replaced. It was found that one of the patient's scs leads had migrated out of the epidural space. Also, the swift lock anchor was found to be not properly locked. The patient reported she was satisfied with her stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.